Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone14.3 cgm sensor type: g7

Event description:
It was reported that the patient's blood glucose level (bg) rose to 400 mg/dl while wearing the pod between 36 and 48 hours. When the pod was removed from the infusion site (arm), it was observed that the cannula was dislodged. Treatment for reported issue was not provided.

Manufacturer narrative:
The pod was returned without the adhesive pad attached. The pod was received with the soft cannula fully deployed. No damages or defects were noted with the exposed soft cannula.